Event description:
This event was reported to china national medical device adverse events reporting system by the user facility. The vitrectomy cutter couldn¿t get up to speed during vitrectomy. It was found that the vitrectomy cutter could not reach the cutting speed, and it was replaced with a new instrument to ensure that the treatment continued normally.

Manufacturer narrative:
Manufacturing and sterilization records were reviewed and found to be acceptable. Investigation is ongoing.

Manufacturer narrative:
The product was not returned, and no further information has been provided. Therefore, we are unable to investigate further for root cause. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action is required.